Event description:
The patient was not keen on turp or photoselective vaporization of the prostate. The patient was keen to pursue a minimally invasive technique and preserve erectile and ejaculatory functions. The patient underwent convective radiofrequency water vapor thermal therapy procedure. During treatment a total of eleven treatments were delivered. There was no device performance issues and the case was successfully completed with no clinical consequences to the patient. The patient was given gentamicin intravenously on induction which was followed by a course of cipro orally as per protocol. It was reported that two days post procedure the patient was admitted to the hospital experiencing hematuria and sepsis. Seven days from admission the patient was released from the hospital. The patient passed good volumes of up to 180 mls, but eventually required further catheter with residual volume of 675 mls. Sixteen days from hospital release the patient returned to the hospital for trail without catheter.

Manufacturer narrative:
The device is not available for analysis. A review of the rezum IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on review of the information available, sepsis and hematuria are known risk associated with the use of the device and is noted as such in the instruction for use (IFU). An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient was not keen on turp or photoselective vaporization of the prostate. The patient was keen to pursue a minimally invasive technique and preserve erectile and ejaculatory functions. The patient underwent convective radiofrequency water vapor thermal therapy procedure. During treatment a total of eleven treatments were delivered. There was no device performance issues and the case was successfully completed with no clinical consequences to the patient. The patient was given gentamicin intravenously on induction which was followed by a course of cipro orally as per protocol. It was reported that two days post procedure the patient was admitted to the hospital experiencing hematuria and sepsis. Seven days from admission the patient was released from the hospital. The patient passed good volumes of up to 180mls, but eventually required further catheter with residual volume of 675mls. Sixteen days from hospital release the patient returned to the hospital for trail without catheter.